Event description:
On (B)(6) 2013 I had breast implant surgery, just weeks after I noticed lots of changes in my health. I called the doctor and he said that it has nothing to do with the breast implants. Since then my health got worse and worse. I saw many doctors in (B)(6) and america as well. No one could find anything wrong. I am experiencing lots of pain in my joints, muscle weakness, fatigue, problem concentrating, skin rush, vision problem etc. Everything is getting worse. FDA safety report ID# (B)(4).